Event description:
It was reported that the first clip was not able to be ligated during a surgery. The user checked the applier and found that the jaws were misaligned. Therefore, he/she replaced the applier with a new one to complete the surgery. The applier was purchased by the facility within 1 year.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in february of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly and the drive rod is bent/damaged where it engages the jaws. This instrument was dis-assembled in order to evaluate its internal components and it was found that the drive rod (n00185) fingers are damaged. We are able to validate this complaint. We suspect that this device has been mishandled at the end user's facility. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip was not able to be ligated during a surgery. The user checked the applier and found that the jaws were misaligned. Therefore, he/she replaced the applier with a new one to complete the surgery. The applier was purchased by the facility within 1 year.